Event description:
As reported via legal notification, that patient, underwent initial right total knee replacement and was implanted with an exactech optetrak comprehensive total knee replacement on (B)(6) 2016. On or about (B)(6) 2022, approximately 6 years 4 months post initial procedure, plaintiff underwent a revision surgery on his right knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. The operative report for plaintiff¿s revision knee replacement notes that ¿there was very extensive synovitis,¿ ¿there was noted to be wear of the [polyethylene] liner,¿ and ¿the femoral component was noted to be loose . There was significant fibrous tissue beneath it with some osteolysis,¿ among other issues. Additionally, the revision pathology report noted ¿the synovial and capsular tissue fragments are expanded by a mononuclear and giant cell reaction to a mixture of large and small particles of refractile material consistent with polyethylene debris.¿ plaintiff¿s medical records reflect the typical findings of accelerated and preventable polyethylene wear due to defective design of the device and a manufacturing defect of the device which produced toxic polyethylene particles and debris, resulting in premature catastrophic failure and revision surgery. Plaintiff experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
1038671-2024-04324, 1038671-2024-04321. A2: added patient age and date of birth. A3: added patient gender. D4: added catalog number, expiration date, serial number, and UDI. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.